Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped due to high pacing thresholds with no loss of capture. The physician believes the patient experienced a small heart attack, affecting the tissue that the lead was attached to.